Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. The patient had an anterior chicken wing laa morphology. During the procedure, transseptal was tough and unable to get a low anterior stick. The physician had to settle for a mid-posterior stick. In an attempt to get access into the chicken wing, the physician attempted a pigtail catheter and also a was sheath. The 31mm closure device was deployed to flx ball and manipulated into the anterior portion of the wing, but instead the closure device went through the back wall of the appendage. Pericardiocentesis was performed and protamine started. The closure device was released and left in place. The effusion resolved after pericardiocentesis. The patient was sent to the intensive care unit and monitored. The patient was discharged the following day and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. The patient had an anterior chicken wing laa morphology. During the procedure, transseptal was tough and unable to get a low anterior stick. The physician had to settle for a mid-posterior stick. In an attempt to get access into the chicken wing, the physician attempted a pigtail catheter and also a was sheath. The 31mm closure device was deployed to flx ball and manipulated into the anterior portion of the wing, but instead the closure device went through the back wall of the appendage. Pericardiocentesis was performed and protamine started. The closure device was released and left in place. The effusion resolved after pericardiocentesis. The patient was sent to the intensive care unit and monitored. The patient was discharged the following day and is expected to fully recover.